Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open sores that are red with clear fluid coming out. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to use a lotion for the skin irritation. Follow up indicated that the skin irritation improved.